Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. It was reported that the customer noticed bent cannulas on previous sensor. Customer's blood glucose reading was 600+ mg/dl. Troubleshooting was done. Nothing further was reported.